Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements and elevated capture thresholds. Technical services (ts) was consulted and noted that a future replacement procedure had already been scheduled due to the gradual rise in pacing impedance measurements greater than 2000 ohms and elevated rv thresholds. Subsequently, the rv lead, along with an adhered right atrial (ra) lead, were successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.